Event description:
It was reported by a nurse that a vns patient underwent surgery due to high impedance in (B)(6) 2008. Further information was received indicating that the surgery was performed because the lead pin was found disconnected from the generator block. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution. The available programming history was reviewed. The data are available from (B)(6) 2005 (implant date) to (B)(6) 2007. During this period, no high impedance was observed. The last data recorded on (B)(6) 2007 indicated that the output status was ok and the impedance value was within normal limit (dcdc 2). No additional information was provided to date.